Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that the helix was able to be extended and retracted within specification after cleaning.

Event description:
It was reported that six days post-implant, the patient complained of phrenic nerve pacing. An x-ray in the emergency room indicated that the atrial lead had pulled back. During the repositioning attempt, the helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 6947m62 implantable tachy lead, (B)(6) 2013. (B)(4).